Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 1 mg/ml hydromorphone at 0.2102 mg/day. It was reported that the pentec nurse had just contacted the rep that this patient's pump has stalled and the managing hcp is wanting to know the reason for the stall. The logs indicate the stall occurred at 5:53pm on (B)(6) 2020. The patient did not go to a MRI/emi or magnets. The patient currently has withdrawal symptoms. Reason for call is caller is not able to pull up the patient in her system and wanted the technical services specialist (tss) to check. Tss pulled the patient up in drs and it indicated the patient is deceased. Caller confirmed the patient is not deceased. An update request was sent to drs. Ts considered set the pump to minimal rate and give the patient oral medications. Ts also reviewed to silence active alarm and schedule a replacement. Caller did set the pump to minimal rate and silenced alarm. Caller stated she will let the doctor know about the replacement. Caller stated she has directed the pentec nurse to send the pump back to the manufacturer for analysis when they get the pump replaced. There were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that "for 2 weeks they thought I was a dead man."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the stall from (B)(6) 2020 with the pump being removed around 8 months ago. Patient stated they found a doctor that said they couldn't change the pump so patient was put on oral medications. Patient was encourage to work with provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) from a healthcare professional (hcp) via a company representative who reported that the cause of the motor stall was not determined. The motor stall was not resolved, and no actions/interventions had yet been taken to resolve it. The pump was still implanted with a plan to replace it. Additional information was received on (B)(6) from a consumer who reported that initially the patient noticed a critical alarm and he was seeing an error code on his ptm (personal therapy manager) screen which indicated a motor stall. A home health nurse checked the pump on wednesday (B)(6) and confirmed a motor stall had occurred tuesday (B)(6). The cause for the motor stall was not determined and the pump did not restart. The home health nurse worked with a company representative to silence the alarm and reduce the flow rate to minimum rate in case the pump restarted. The pump was last filled in february. The pump alarm started sounding again 2 days later on friday (b) ). Per the reporter, it was going off every 10 minutes and ¿sounds weird¿. They called the hcp (healthcare professional) on friday and discussed replacing the pump, but the hcp (healthcare professional) was not sure if this was considered an elective procedure due to covid-19. The hcp was going to look into it on saturday (B)(6) but they had not heard back yet. They called the hcp t oday (B)(6) and the line rang for 10 minutes, but they did not get through to anyone. Per the reporter, the patient had heart disease; had an ¿ICD heart implant¿; and he lost his mom last august. Currently, due to the pump issue, he was in so much pain from the back of his spine up to his neck that it was hard for him to talk; he could barely walk; he was depressed and moody; and he was ¿talking about selling things like was dying¿. The reporter had been getting him to eat more. The home health nurse told them there was nothing more they could do. The patient did have oral hydromorphone. Physician listings were requested and provided. The patient called back and stated that he was still having withdrawal symptoms and he was very concerned because the doctors from the list he received either couldn¿t see him due to insurance or due to the covid-19 situation. He stated that he had a heart condition and was worried this situation with his pump could affect his heart. No further complications have been reported as a result of this event.